Event description:
Customer reported one sars-cov-2 tma sample run on the panther instrument sn (B)(4) that they questioned. The sample was tested from the same tube and resulted positive twice on the panther using assay lot 316798. The physician questioned the sample result¿s validity since both positives had low rlu values. The sample was retested on a non-hologic platform (alinity by abbott) and resulted negative. The information provided by the customer was insufficient to characterize the sample as a confirmed false result. There was no indication of results being reported to patients.

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and found three valid sars-cov-2 tma runs using the same kit. There were no signs of hardware or reagent preparation issues. The samples were true positive with good amplification curves, and the kinetics for both runs were valid. Samples tested on different platforms should not be compared. Ts relayed this information to customer. No further issues reported. As part of eua agreement, FDA requires all aptima sars-cov-2 assay questioning results and false results (confirmed or not) complaints to be reported as malfunction MDR.